Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue. Therapy was reportedly restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was displaying ¿replace generator soon¿, indicating that the elective replacement indicator (eri) triggered. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place to resolve the issue.